Manufacturer narrative:
(B)(6) 2018 - we were notified by the manufacture that this report was filed on the wrong serial number. There is no complaints on (B)(4) . The correct complaint has already been filed with the correct serial number. This file was opened in error.

Event description:
Ous MDR - this rv lead was explanted due to increasing impedance and threshold.